Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. The pediatric patient experienced inaccurate cgm values 1 day after the sensor was inserted in the abdomen. On (B)(6)2024, the patient was at school and experienced hyperglycemia, he experienced nausea, hurting legs and headache. A teacher took a bg reading which was 33.5 mmol/l and the cgm reading was 14.9 mmol/l. The insulin pump stopped working too, and it went into manual mode. The mother was called, and she treated the patient with insulin there. She took him to the car where he fainted but regained consciousness after a few minutes. He was taken to the hospital and there the mother continued treating the patient with insulin injections. There was no treatment provided at the emergency department. The patient was discharged 4 hours later from the hospital for monitoring. At the time of the report the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.